Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent unilateral removal of the right breast implant without replacement on (B)(6) 2020. The reason for removal was not indicated. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-06788 for the contralateral event.

Manufacturer narrative:
On july 13, 2023, mentor was notified that during the removal surgery, the patient underwent bilateral implantation with a 325cc left-sided mentor memorygel boost breast implant and a 350cc right-sided mentor memorygel breast implant. On july 14, 2023, mentor was notified that the reason for the unilateral right-sided breast implant removal was right breast implant device extrusion. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).